Manufacturer narrative:
(B)(4). The device received was returned with the tissue pad at normal wear and properly attached to the clamp arm and not detached or melted as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the tissue pad melted and detached off outside the patient. No pieces fell into the patient. The generator was unknown. The device continued to be used to complete the case. There were no adverse consequences to the patient.